Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that on (B)(6) 2021 the patient fell down the stairs and suffered a hemorrhagic cerebrovascular accident (cva) and broken neck. The cva was confirmed through multiple computed tomography (CT) scans. On (B)(6) 2021, the patient expired from these trauma events, despite receiving intensive care unit (ICU) care. Additional information revealed that the device operated as expected, and the device will not be returned for evaluation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Section 1 of the heartmate 3 lvas instructions for use (IFU), ¿introduction,¿ lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient fell down the stairs and suffered a hemorrhagic cerebrovascular accident confirmed with multiple CT scans. The patient also broke their neck in the fall. They were hospitalized since the fall and on (B)(6) 2021 passed away due to the trauma events.